Event description:
A report was received that the patient experienced loss of stimulation. X-ray was taken and showed lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-2408-74, serial number: (B)(4), batch/lot number: 20798890, model/catalog description: avista MRI perc lead kit 74 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced loss of stimulation. X-ray was taken and showed lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively.